Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving fentanyl (1000 mcg/ml, unknown dose), clonidine (1000 mcg/ml, unknown dose), and dilaudid (10mg/ml, then 5 mg/ml, 0.5 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain, and peripheral neuropathy. It was reported that the pump was stopped "4 months ago" ((B)(6) 2015) because it was beeping due to end of life per the hcp. The patient had "other medical issues" but it was confirmed by the hcp that there had been no medical issues to report and the patient was perfectly healthy. The replacement surgery had been rescheduled four times due to insurance reasons. The pump was replaced on (B)(6) 2015 due to "nearing end of life". The patient stated that the pump was turned off "two weeks ago" ((B)(6) 2015). Event logs indicated that pump stopped due to off state, and that both eri (elective replacement indicator) with a silenced alarm, and eos (end of service) occurred followed by the stopped pump period may exceed tube set message, but the event log dates were questions marks (??/??/????), so the reporter could not determine when each event occurred or what alarm occurred. The pump was shut off for "1092:15 h:m" (calculated to be about 45 days). No patient symptoms were reported. The patient was on fentanyl patches or oral medication "to make sure she did not have any withdrawal symptoms."

Manufacturer narrative:
(B)(4)

Event description:
The serial number of the physician programmer was not reported. Further follow up was performed to obtain this information. If additional information is received, a follow up report will be sent.